Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that an occlusion alarm occurred. Customer's blood glucose was in the 400s mg/dl. Reportedly, the pump supplies were changed to address the issue. Customer reverted to manual injections for insulin therapy.